Manufacturer narrative:
Report date: 16apr2019. Manufacture date: 08mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer indicated that they would try a battery replacement to see if it resolves the issue. The customer reported that replacing the battery did not resolve the issue. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 26may2019. Conclusion / root cause: during failure analysis, a visual inspection of the power management (pm) printed circuit board assembly (pcba) showed no evidence of damage or contamination. During testing, it was determined that a component (u1) failed which caused the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit powers off when the ac power is disconnected. It was also reported that the battery would not charge above 10 volts of direct current. There was no patient involvement. Event date not specified; estimate used event date not specified; estimate used.